Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the pt experienced blistering while being cooled. The blisters were located on the lower extremities. The physician was called and the blisters were dressed.